Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no readings occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient received an alert stating, ¿no readings.¿ after waiting for more than three hours without continuous glucose monitoring (cgm) data, the patient performed a blood glucose (bg) check, which measured 298 mg/dl. Despite this, the dexcom device continued to display no readings. During this time, the patient experienced stomach pain, nausea, and excessive sweating. Due to these symptoms and lack of cgm readings, the patient was taken to the emergency room (ER). Upon arrival, a second bg reading was obtained, measuring 283 mg/dl, while the dexcom device continued to show no readings. The ER physician removed the dexcom sensor, and the patient was treated with intravenous fluids. The patient remained in the emergency room for approximately 7 hours and was discharged thereafter. At the time of the report, the patient was reported to be stable and doing well. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 4/18/2026. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No additional patient or event information is available.